Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed a pulse test) has been investigated. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the esd700 diode array on the distribution node pca. The esd 700 was internally shorted. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt failed a pulse test.